Event description:
It was reported that the complainant noticed discrepancies between the volume of the balloon printed on the package vs the volume printed on the actual catheter lumen. Mss advised using the volume printed on the catheter lumen itself.

Manufacturer narrative:
The reported event is inconclusive as no sample was returned for evaluation. The potential root cause could be inadequate training to end user. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labelling review due to unknown product code. Although the product family was unknown, the latex foley catheter ifus were found to be adequate based on past reviews. H11:section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported the complainant noticed discrepancies between the volume of the balloon printed on the package vs the volume printed on the actual catheter lumen. Mss advised using the volume printed on the catheter lumen itself.